Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following an ventricular tachycardia ablation procedure a pericardial effusion occurred. At the end of the procedure echography confirmed an effusion requiring a pericardiocentesis. The effusion occurred due to the user inadvertently advancing the ablation catheter in the ventricle during the procedure. There were no patient symptoms noted. There were no alleged malfunction with any abbott device.